Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate pump for insulin therapy.